Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation findings were as follows: air/water cylinder (aw-cylinder) had discoloration, suction cylinder (s-cylinder) had discoloration, forceps channel port had a dent, scope connector case (sc-case) unit was deformed, label on suction connector (s-connector) was peeled, due to a cut on connecting tube the water tightness was lost, due to burn on plastic distal end cover (c-cover) the insulation resistance value at distal end does not meet the standard value, c-cover had a burn, objective lens had a crack, light guide (lg) lens had a crack, and the connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had contusion in the distal end. The device was returned for evaluation. During the device evaluation, there was a whitish foreign material was found inside the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material remained in the device because reprocessing could not be properly conducted due to the discovered leak from the insertion tube. It was further noted that the material could not be identified. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.